Event description:
Procedure: urogynecological according to the reporter: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2006: patient discharge to home on stable condition. Postoperatively, she did well. Reviewer's comments: interim records from (B)(6) 2006 to (B)(6) 2013 are not available for review to know the health status of the patient. (B)(6) 2013: abdominal pain and dyspareunia. Plan - try premarin cream, referral regarding possible surgery. Reviewer's comment: no further gynecological records are available for review after (B)(6) 2013: visit to know the condition progression/regression of the patient.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).